Event description:
Boston scientific received information that the patient with this right atrial (ra) lead is experiencing skin lesions on his body. One lesion appeared about 5 cm about his device after a lead replacement that was performed several months ago. This lesion does not appear to be in direct correlation with the scar line or where the leads would sit beneath the skin. The physician does not feel that these lesions are related to the device or the leads. The physician is awaiting results from testing for infection and will see the patient in 4 weeks. This ra lead had increased pacing threshold measurements and the associated device was reprogrammed for atrial outputs. No additional adverse patient effects were reported. Subsequently additional information was received that this right atrial lead which was associated with the device was explanted due to an infection post cancer treatment. It was also noted that antibiotics were administered. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.